Event description:
According to the user, the cuff of the tube was found to be deflated following accidental extubation of the pt. No further information was provided regarding the circumstances of the extubation. Amount of time in use is unk. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.